Event description:
It was reported that as this device was being pressurized during an angioplasty procedure, contrast media was leaking at the proximal shaft and the balloon did not inflate. There has been no claim of injury related to this event.